Event description:
After removing the actuator with the applicator bud from the side shield, a consumer reported that there was a meter-long explosive flame coming out of the aerosol can. The consumer became frightened and threw everything on the floor and took every effort to extinguish the flame.

Manufacturer narrative:
The consumer reported that she read the entire instructions carefully before attempting to use the product. The implicated product was used in her living room on a glass table. She reported that there were no source of ignition nearby, only a fresh can of tea. The consumer did not see a doctor. The implicated sample was sent to (B)(4) (contract MFR) for eval. (B)(4) reviewed the batch record for lot 4182. All process parameters were within specification and the samples which were checked by the qc department at release of the product met the functional product specifications. Several retain samples were activated and checked for functionality. All of the retain samples evaluated met the product specifications. Visual examination of the implicated product revealed some damage to the bottom of the side shield. However, no other abnormalities were observed on the implicated product. Subsequent examination of the implicated product against its technical and product specifications did not revealed any deviations. Based on the batch review and the investigations performed on the retained samples and implicated sample, the conclusion is that the product is meeting its technical and functional specifications.